Event description:
It was reported that a dissection occurred. The patient presented with myocardial infarction. Vascular access was obtained via the right femoral approach. The target lesion was located in the right coronary artery (rca). After the proximal to distal segment was crossed, the lesion was pre-dilated with a 2.50 x 8mm non-compliant balloon at 10 atmospheres. A synergy ous mr 3.50 x 48 was deployed to treat the target lesion. After deployment, a dissection was noted in the distal edge of the stent. A synergy 3.50 x 16mm stent was deployed covering the edge dissection to successfully complete the procedure. The patient was stable post procedure and fully recovered.